Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 2280066. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device leaked at the septum. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital on (B)(6) 2024 for treatment of a malignant tumor of the colon that had been detected for more than 1 month, and when using a septum needleless closed infusion connector to administer intravenous fluids in compliance with the doctor's orders on (B)(6) 2024, he was found to have fluid coming out, which wasted the medication and increased the nurse's workload, and he immediately replaced the connector with a new septum needleless closed infusion connector.